Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy. X-rays revealed that the patient's ipg had flipped in the pocket. As a result, the ipg pocket was revised and the ipg was oriented correctly on (B)(6) 2020. Therapy was restored following the procedure.